Event description:
It was reported that during a procedure, the tip of the unit broke inside the joint of the pt. It was further reported that it took a long time to retrieve the fragments.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.